Event description:
Related manufacturing reference: 2182269-2018-00004, 2182269-2018-00005, 2182269-2018-00006, 3008452825-2018-00005. During an epicardial ventricular tachycardia (vt) ablation procedure a pericardial effusion occurred. During ablation the patient momentarily went into vt and ablation was stopped. Blood was then noted dripping from the coronary sinus (cs) drain. An echocardiogram confirmed a pericardial effusion from a perforation. The endocardial ablation was completed and the cs drain was kept in while the patient recovered. There were no performance issues with any abbott device.

Manufacturer narrative:
A pericardial effusion was reported. The device was not returned for analysis; however, the log files from the tactisys quartz system and ensite case study were returned. The log file and case study analysis concluded that the catheter performed as intended. The optical signals conformed to specifications, the recorded temperatures indicated cooling during rf ablation, and force measurements were displayed throughout the procedure. Force measurements were recorded during ablation that exceeded the recommended values in the instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.